Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during pt use when disconnecting the ac cable, a "backup battery low" and "shutdown imminent" occurred. The date and time also automatically reset after the shutdown. The pt was manually ventilated and transferred to another ventilator. There were no reported serious or negative pt consequences.